Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation confirms that the metal tip was broken. The broken piece was sent back with the truespan system. It is possible that the surgeon applied excessive force to the device when inserting it into the patient and hit bone, which would cause this level of deformation of the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (2l16243) combination per qlink search performed on 06/20/2019. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via cst that during a meniscal repair procedure the truespan peek 12 degree was introduced to the knee joint, placed through the meniscus and then fired. After receiving the device from the surgeon, the or nurse recognized that the metal tip of the device was broken off. The or nurse then removed the plastic at the distal end of the needle to see if the device was broken at another point as well. The surgeon utilized an x-ray to find the broken metal tip in the knee joint causing the patient to be exposed to x-rays unintentionally. The surgeon tried to remove the tip arthroscopically, but was unsuccessful and needed to proceed to an open surgery. The surgery was delayed approximately an hour and a half to two hours longer than originally planned. It was not reported if there was a delay in the surgical procedure. It was not reported if there was a spare device available for use to complete the surgery. It was not reported if there was a prolonged hospitalization. There was patient involvement. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.